Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/5/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. Nurse at assisted living facility is calling on behalf of the customer. The customer is concerned with test results obtained from back to back blood tests on day of call of 146 and 83 mg/dl. Nurse stated customer is not concerned with the results being high or low as customer as a broad expected range. The customer's expected fasting blood glucose test result range is 66-324 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Nurse was unable to perform back to back blood test with customer during the call on (B)(6) 2017. The product is stored according to specification in the nurse's medication cart. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is a few days. The meter memory was reviewed for previous test result history: (B)(6).